Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged cgm error issues were verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. Additionally, the touch screen was frozen and a malfunction alarm occurred. Customer's blood glucose level was 95 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.